Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result. Customer communicated the result was initially sars positive but on retest was negative for sars and positive for flu b. Symptomatic status of patient is unknown and no further confirmation testing was performed.